Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, the device boots up to a blue screen and the device does not complete the boot-up cycle. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. It was observed that connector, designator p2 of the lcd ribbon flex cable was not fully seated into connector, designator j2 on the digital pcb assembly. The connector was reseated, and then proper device operation was observed. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, the device boots up to a blue screen and the device does not complete the boot-up cycle. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, the device boots up to a blue screen and the device does not complete the boot-up cycle. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).